Event description:
Device 1 of 3. Reference MFR. Report #3006705815-2018-03090. Reference MFR. Report #3006705815-2018-03091.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 3: reference MFR. Report #3006705815-2018-03090; reference MFR. Report #3006705815-2018-03091. It was reported that the patients system was explanted due to infection at an unknown date. The infection resolved over time.